Event description:
It was reported that during use with bd microtainer® map microtube for automated process k2 edta 1.0 mg difficult to aspirate from the tube using the analyzer. There was no report of patient impact. The following information was provided by the initial reporter: customer is is reporting they have had bubbles in their sample causing aspiration errors on their instruments.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd microtainer® map microtube for automated process k2 edta 1.0 mg difficult to aspirate from the tube using the analyzer. There was no report of patient impact. The following information was provided by the initial reporter: customer is is reporting they have had bubbles in their sample causing aspiration errors on their instruments.

Manufacturer narrative:
H.6. Investigation summary: retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to bubbles in sample were observed. 50 retention samples were visually inspected with no issues being identified. Complaints for sample quality were not under statistical control for the month of september 2023, additional testing was performed: bd was unable to duplicate or confirm the customer¿s indicated failure (bubbles in sample) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, bubbles in sample. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to bubbles in sample were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.